Event description:
It was reported that the customer experienced low blood glucose levels and that the belt clip broke. The blood glucose reading was 39 mg/dl, and the customer treated with food. The customer noted that low blood glucose levels were normal for her. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.